Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 10.0 mmol/l. The caller stated that the insulin pump may have gotten wet. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per the visual inspection. The unit was received with minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.